Event description:
It was reported that smoke was seen coming from the micro sagittal saw during a podiatry procedure. There were no pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was observed in the motor assembly and sockets, and wear was observed in the bearings. The presence of corrosion in the motor assembly and sockets, and the presence of worn bearings could cause or contribute to the handpiece heating up which could generate smoke.